Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with constant alarms was confirmed during product evaluation. This condition was caused by a faulty micro-processing unit (mpu) printed circuit board (pcb). Due to customer denial of the cost of repair estimate, no repairs were made to this pump and it was returned un-repaired to the customer. A device history review was performed with no exceptions during manufacturing found. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported an infusor pump with constant alarms. This condition was identified during maintenance in bio-medical service. During product evaluation by baxter service personnel, the device went into constant alarm and interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.